Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose level was 163 mg/dl. The customer continued to use the pump for insulin therapy.